Manufacturer narrative:
The intuitive surgical, inc. (Isi) clinical sales representative (csr) that was present in the case indicated that it was hard for her to see the screen. A video recording of the procedure is available, but it has not yet been received as of the date of this report. The probable root cause of the described catheter jumps is expected behavior. There were no system related errors in the logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The clinical sales representative collected system logs and case video for further investigation. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the customer stated that the catheter was jumping on the screen. The diagnostic procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: it was confirmed that the catheter on the monitor moved on its own without the physician touching the controller and the passive mode button was not pressed.